Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced bent cannula issue on (B)(6) 2026. The patient experienced high blood glucose levels of 300 mg/dl and event lasted for greater than four hours. The insertion site was at abdomen and set had been in use for one day. The patient received treatment with insulin via pump.